Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump has cracked lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Event description:
It was reported that the customer received a motor error alarm. Her blood glucose level was 280 mg/dl. She was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.